Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery (rca). The lesion was predilated with a 2.50x15mm non bsc balloon and then a 3.00x32mm promus element stent delivery system (sds) was advanced to the rca but was unable to cross the lesion. The device was removed from the patient and it was noted that the proximal portion of the stent was damaged. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient¿s current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)device is combination product.device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. A number of strut rows were raised and misaligned. The tip was flared. The balloon was tightly wrapped and was not subjected to positive pressure. Mandrel resistance was encountered due to the presence of solidified blood within the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery (rca). The lesion was predilated with a 2.50x15mm non bsc balloon and then a 3.00x32mm promus element stent delivery system (sds) was advanced to the rca but was unable to cross the lesion. The device was removed from the patient and it was noted that the proximal portion of the stent was damaged. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.